Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2009, the patient underwent an unknown surgery. The surgery was completed successfully without any delay. After the surgery on (B)(6) 2026, it was reported that the bottom of the cup melted due to metallosis. Revision surgery is scheduled for (B)(6) 2026. No further information is available. (B)(4) is related to (B)(4) which captures the polo product. (B)(4) captures the jrn product.